Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture on an unknown side" and no complaint against device on the opposite side. This record captures the side with rupture. Device remains implanted.